Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments it states that "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling."

Event description:
During a knee arthroplasty, the provisional bearing fractured; no pieces fell in the patient and another provisional from a different set was used to complete the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Complaint sample was evaluated and the reported event was confirmed; visual inspection confirmed a fracture on the posterior slot. Review of device history records found one deviation during the manufacturing process. The nonconformance was a material inclusion that was scrapped. Review of the complaint history identified additional complaints that were investigated, and it was determined that no further action is required due to only two complaints reported over a 5 year span. As conditions of use are unknown, root cause cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.